Manufacturer narrative:
The user reports receiving insulin that was not requested or programmed by the user. The patient reports requiring medical attention as a result of the event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. No specific blood glucose levels were provided. The patient reports their dash personal diabetes manager (pdm) gave an uncommanded bolus without the patient interacting with the device. After being hospitalized the patient had applied a new pod but due to not administering a bolus the patient experienced hypoglycemia once again. The patient removed the pod and their nurse practitioner had come up with a plan with the patient to use multiple daily injections. No additional information was available as to treatment provided at the hospital.